Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had air or water flow issues from the air or water flow system. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to insufficient cleaning. Additional findings were as follows: adhesive on bending section cover has a chip, crack and scratch; water removal ability did not meet the standard value due to clogging of the nozzle; plastic distal end cover, objective lens, scope connector cover unit, suction connector, protector of universal cord on scope connector side, universal cord, image guide protector, grip, scope cover, switch box, lock engagement lever, free-engage knob, upward/downward angulation control knob, right/left knob, and connecting tube had a scratch; universal cord had a wrinkle; control unit and connecting tube had discoloration; and damage or deformation due to physical stress. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. The customer provided the following information: the facility stated that they cleaned, disinfected, and sterilized the device. There was no delay in the start of the precleaning, and it was properly implemented. The facility flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was cleaned with lint-free cloths/brushes/sponges. The facility flushed the air/water nozzle/channel with the detergent solution. There were no concerns about the reprocessing from the facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.